Event description:
Pt had just gotten up out of chair but noticed o2 tubing had gotten stuck between seat and side arms. They activated recline button, released tubing, took hand off recline button and the chair continued to recline. The footrest lifted, knocking the pt forward to the floor. 911 was called. No serious injury alleged.